Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After deployment of the endoprosthesis, a type ii endoleak was observed. The physician elected to monitor it, and the procedure was concluded. The patient tolerated the procedure. After the procedure, a diameter of the aneurysm was reportedly decreased for a while. However, the diameter of the aneurysm tended to be enlarged (amount unknown) from around 2013. On an unknown date in (B)(6) 2013, computed tomography angiography (cta) confirmed a type ii endoleak originating from the right l4 lumbar artery. The physician elected to monitor it per the patient¿s request. It was reported that the diameter of the aneurysm was rapidly enlarged (amount unknown) in 2016. On an unknown date in 2016, cta revealed a distal type I endoleak from the right leg. On (B)(6) 2017, re-intervention was performed to repair the endoleaks. N-butyl-cyanoacrylate (nbca) was injected via the iliolumbar artery and blood flow to the right l4 lumbar artery was excluded. An additional endoprosthesis was implanted distal to the previously implanted endoprosthesis in the right leg. The right internal iliac artery was coil embolized and intentionally covered by the new endoprosthesis. A bare metal stent was then implanted distal to the new endoprosthesis. The patient tolerated the procedure.